Event description:
It was reported that syringe error, bushing, no cord or clip was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient incident., corrected data: updated d1 and d4, model number.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal and had top case chipped corners, cracked bottom case by l-bracket, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger case assembly. Replaced top case which comes with the plunger tube seal. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.